Event description:
The customer contacted philips health tech and reported the monitor was dropped and display was busted. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.